Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting since the patient did not have new batteries. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 11/12/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no rebooting events or related issues. No damage or moisture contamination was observed within the battery compartment or on the battery cap. The battery cap contact dimensions were within specification. The cap was able to secure properly to the pump. No damage or defect was observed on the pump¿s internal components.